Event description:
It was reported that after the x8000 bulb had run for 27 hours, the unit displayed an e-1 error.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.